Event description:
Catheter was placed in patient on (B)(6) 2018. Discovered on (B)(6) 2018 that catheter had broken at hub. Email stated that the "crack likely could be related to inappropriate care/maintenance after blood transfusion" no patient injury. Catheter was pulled and replaced the catheter with another vascu PICC on (B)(6) 2018.

Manufacturer narrative:
Based on DHR review and process review performed, it was concluded that involved lot was manufactured according to design specifications and requirements. Reported failure mode is not attributable to the manufacturing process. The information provided stated the"crack likely could be related to inappropriate care/maintenance after blood transfusion".